Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, b4, b5, d1, d4, d6a, d10, g3, g6, h2, h4, h6, h11. D10 - concomitant devices - vanguard cruciate retaining femoral component left 72.5mm catalog #: 183033 lot #: j3764239, biomet series a 3-peg thin patella 37mm x 8.6mm catalog #: 184788 lot #: 511180, vanguard polished finned tibial tray 75mm catalog #: 141254 lot #: 2017030797, palacos r + g 1x40 catalog #: 66022663 lot #: 80854436, palacos r + g 1x40 catalog #: 66022663 lot #: 80854436.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address instability approximately six (6) years post-operatively. Initial operative notes noted no intraoperative complications. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D2 - concomitant devices - unknown vanguard femoral component catalog #: ni lot #: ni, unknown biomet tibial tray catalog #: ni lot #: ni. G2 - report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address unknown reasons post-operatively. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Medical records were provided, however, no abnormalities were identified and the complaint was not confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.